Manufacturer narrative:
One set was returned for investigation. The set was examined for defects and abnormalities. The tubing was separated just below the pump safety clamp. No other defects or abnormalities were observed. The customer complaint was verified and a quality notification was sent to the manufacturer. From the manufacturer's investigation, the root cause for the lack of solvent due to opportunities with the solvent dispenser or incorrect solvent application by the assembler. The finish good lot 25095718 was manufactured in sep 2025. There have been improvements to the manufacturing process state under and engineering change control. Updates to the fixtures used in the solvent application. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
Primary IV line snapped while being flushed with medication. No patient harm.